Event description:
According to the reporter, during use, a leak was noted at the junction or connection of the red and blue connector and silicone tube. It was stated that catheter was in place for 3 months, the clamps are not moved after each treatment, no other products are utilized with the device. The catheter was not repaired, anerdian was the cleaning agent used, tego was not utilized, there was no leak at the junction of the bifurcate and catheter and there was no luer adapter issue. There was blood loss of 10ml. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Additional info: b5, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection noted: the photo depicts the catheter being used during a surgical procedure, there is a piece of gauze with blood on it and a gauze with fluid on it. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection noted that the photo depicts the catheter being used during a surgical procedure, there is a piece of gauze with blood on it and a gauze with fluid on it. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, leakage of blood at the catheter shaft was found after catheter implantation. It was stated that catheter was not repaired, anerdian was the cleaning agent used, tego was not utilized, there was no leak at the junction of the bifurcate and catheter and there was no luer adapter issue. There was no reported patient injury.